Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 515078, batch no: 1902101. It was reported that during use of the infusion adapter c100-o there was an issue with leakage. The clinician visualized a drop of fluid during disconnect on infusion adapter when under hood. The following information was provided by the initial reporter: clinician visualized a drop of fluid during disconnect on infusion adapter when under hood.

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 1902101, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. During manufacturing, leakage testing is performed, penetrating the injector ten times to verify if any leaks occur. Testing was reviewed for injector lot 1902101 , all results were found to be within specification. Five retained samples of the same lot were used for additional evaluation. Functional testing was performed, penetrating the adapter along with a sample injector ten times, all results were found to be acceptable with no leaks identified. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Event description:
Material no: 515078, batch no: 1902101. It was reported that during use of the infusion adapter c100-o there was an issue with leakage. The clinician visualized a drop of fluid during disconnect on infusion adapter when under hood. The following information was provided by the initial reporter: clinician visualized a drop of fluid during disconnect on infusion adapter when under hood.